Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A used product sample was returned for evaluation, in new condition with its original open packaging. Visual and functional testing were performed. Visual inspection found no discrepancies were found in the returned sample. The cuff of the returned sample was inflated using a syringe and the product and immersed in the water in order to detect any leakage. No discrepancies were found during functional testing. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the customer attempted to put air into the product at a pre-use check, but could not. No patient injury was reported.